Event description:
It was reported that during a da vinci prostatectomy procedure, it was observed that the cable on the prograsp forceps instrument was torn. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable was frayed. The conductor wires were intact and undamaged although the drive cable was found to be frayed. The pitch down cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist. The other cables at the wrist were undamaged. Failure analysis investigation also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches measured approximately .032 - .156 in length and not aligned with the tube. It was concluded that the damage to the main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported torn cable and/or the various scratch marks found during failure analysis if to recur could cause or contribute to an adverse event.